Manufacturer narrative:
An attempt was made to reproduce the issue by generating the daily detail report for the user in care link support application and observed there is no issue with the data shown on report. Confirmed: testing and/or analysis verifies or provides evidence that the reports are shown as expected data. The software did successfully adhere to the specified requirements and did perform in accordance with expectations as referenced in the 'sw requirement document' field. Steps to resolve or recommendation: for a given date of (B)(6) 2025, in daily report it is shown the sg plot is below low limit of 75 (user glucose setting) for 1 hour, the assessment and progress report gives the average number of episodes for the given reporting period, I suggest to generate assessment and progress report for (B)(6) alone and will be able to see 1 episode, as reporting range is only 1. And detail sg plot can be seen in daily detail report. The time range of episodes is not shown currently in any report explicitly except on sg plot. Note: the right side statistics in daily report reading above target and reading below target are for blood glucoses captured (bgs) not sg's. Attached csv file with all sensor glucose values for analysis. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue the carelink report dint displayed hypoglycemic episodes. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.